Manufacturer narrative:
D10 concomitants: 5417741- 02-010-04-0230 - logic cr femoral por, left, sz 3. (B)(6)- 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 5463396 -200-02-32 - three peg patella 32mm. 5085293 -201-78-15 - holding pin mini sharp point 4 pk. 5577145 -201-78-82 - collar fixation pin 2pk 40mm, quick release. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via legal documentation that approximately 2 years and 12 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain. No further issues or complications were reported. No additional information is available.